Event description:
One lesion was treated in the mid lad. One endeavor sprint rx drug-eluting stent was implanted. Patient was asymptomatic at 30-day follow-up. Approximately 4 months post implant, the patient suffered an mi. The physician assessed the event as an acute stemi. The location of the infarction was reported as anterior. Investigator reported that the patient was admitted to a local hospital experiencing chest pain after attending cardiac rehab gym. Patient was subsequently transferred for further treatment. Angiogram showed in-stent restenosis. Patient was treated with further stenting. Revascularization was performed the following day (stenting of the target lesion - mid lad) due to restenosis after previous ptca. One stent from another manufacturer was implanted. The investigator reported that the mi and revascularization events were related to the endeavor stent.

Manufacturer narrative:
Evaluation: results: (mi). (Required secondary intervention).